Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. The device was inspected on-site by a medtronic representative, and the damaged hinge and louvre cover were replaced. The system was fully functional following part replacement. The damaged part was discarded on-site so no part return is expected.

Event description:
A healthcare professional from the hospital reported that the hinge for the louvre cover on the imaging system was damaged. It is not known how the damage occurred. No patient was involved in this event. No additional information is known at this time.